Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg); bg value was not provided. Customer alleged low bg was caused by control iq software delivering a correction bolus. Customer consumed carbohydrates to treat low bg. A pump data review was performed and it was confirmed that the control iq software had delivered the bolus in anticipation of an elevating bg. Pump performed as intended. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.